Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine in 2004. During their conversation with baxter's technical service center the home pt noted that they were currently on medication for an infection. Reportedly, the home pt presented to the e.r. 7 days later with abdominal pain, nausea and vomiting, at which time they were admitted to the hosp for peritonitis. The home pt was treated with ancef 1500mg, intraperitoneally (ip), once daily for 14 days. The home pt was discharged from the hosp 4 days later. The home pt's nurse reported no known origin for the peritonitis episode. Based on a negative effluent culture peritonitis episode. Based on negative effluent culture taken 16 days later, the home pt's nurse stated that the home pt has fully recovered from the infection.